Event description:
It was reported that during the procedure the threads of eight closure tops were damaged during final tightening. They were removed and replaced with alternates to complete the case. However, it cannot be confirmed that all fragments were removed from the patient. This is report five of eight for this event.

Manufacturer narrative:
Additional information: d4 (UDI number) h3, h4, h6 (method, results, and conclusions). The complaint is confirmed for the reported failure of damaged threads. Per DHR review, the part was likely conforming when it left zimmer biomet control. This event could possibly be attributed to the closure top being misaligned with the tulip head during insertion, however, without further information, the cause cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 012447612-2020-00033 to 3012447612-2020-00040.

Event description:
It was reported that during the procedure the threads of eight closure tops were damaged during final tightening. They were removed and replaced with alternates to complete the case. However, it cannot be confirmed that all fragments were removed from the patient. This is report five of eight for this event.